Event description:
When doctor was trying to use the capio slim device for a sling procedure, the device would not hold the suture. It was reported that the suture kept falling out of the device. The device was removed from the field and a new one was opened. No harm came to the patient and the procedure was completed as planned. The manufacturer will be sending a return kit so that the device can be analyzed. A replacement device will also be issued to the hospital.